Event description:
Additional information was received from the company representative via the healthcare provider reporting that the cause of the lack of pain relief was not determined.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) and patient via a manufacturer representative (rep) regarding an implanted infusion pump. Pump drug information was unknown. It was reported that the patient reported that their pump did not work to relieve his pain. Per the patient, his managing physician "could not get the dose right." The pump also hurt him in the pocket and he opted to have the whole system removed. There were no environmental, external, or patient factors that may have led or contributed to the issue. There were no diagnostics/troubleshooting performed. The pump and catheter were completely explanted on (B)(6) 2024. At the time of this report, the issue was resolved and the patient status was "alive-no injury." The patient's weight and medical history were asked but were unknown.